Manufacturer narrative:
The actual device was received for evaluation and an evaluation is complete. A device history review revealed no issues that could have caused or contributed to the reported issue. A visual inspection was performed and revealed fluids on the device. The reported condition was verified. The cause of the condition was determined to be spilled ingredients building up on the components. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 1 </noe> malfunction events. It was reported that the automated compounding device (acd) hardware main module had "white crusty goop" around the ports and the valve was unable to close. There was no patient involvement. No additional information is available.